Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their device was all screwed up. Patient said they went to their doctor yesterday and 3 of the leads don't work. The patient said they were working to get this solved but were busy at the moment and disconnected the call. Additional information was received from a patient. It was reported that the patient said that in (B)(6) they learned that 3 of the 4 leads weren't working and when they tried to turn the therapy on again they got an error and the 4th lead was not working. Patient said they had one program they could possibly use and all they did was turn the device off and wait 5 days and turn it back on and they got a yellow exclamation point and couldn't take it up to the number it was on before. Patient stated they were worse off than they were before. Patient wanted to know about payment for removal/replacement. Agent reviewed role and redirected to their healthcare provider and insurance. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned that the manufacturing representative(rep) told them leads weren't working. Additional information was received from a patient. The patient called back asking what statistics the manufacturer had for patients who found settings for satisfactory symptom management right away after implant vs those who had to "play around" with the settings until they found one that worked. Patient said they spoke with an ambassador who said they had immediate relief. Agent reviewed success rate statistics listed in the prospective patient brochure. Patient stated that's not the information they were looking for. Patient went on to explain the information shared in previous call about 3 of 4 electrodes not working. Patient read follow-up visit note from (B)(6) 2024 rep ran impedance check and found abnormal impedances at electrodes 1, 2, and 3. A custom program using electrode 0 was created (program a) and was set to 2.4 ma. Patient referred to personal notes kept when they said they went home with that setting, but didn't think it was working very well. Patient decided on (B)(6) 2024 to turn therapy off in order to create a "baseli ne" for symptoms. On (B)(6) 2024, therapy was turned back on, but patient got a yellow exclamation point and couldn't increase therapy past 0.7 ma. Patient said they reached out to rep who instructed patient to turn therapy off. Patient reported they're now "worse off than when I started." When asked, patient denied having a fall or any trauma to the area that could have caused lead damage. Patient stated the battery was implanted in middle of their buttock and felt mobile in the pocket. Patient got a second opinion from a different hcp who said they would have to have the device revised at some point. Patient was frustrated because they had to pay (B)(6) for the device to be implanted and didn't feel they should have to pay for a third surgery at this point. Agent reviewed patient could contact their insurance company and/or hospital billing department with cost-related questions. Patient commented about potentially filing a lawsuit. Agent provided patient with warranty team contact information.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 978b128, lot# unknown, implanted: (B)(6) 2024, product type lead product ID: 978b128, lot# unknown, product type lead product ID: 978b128, lot# va2ty9n, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.